Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple error alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 and power loss alarm were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Pump error 63 alarmed during self test and was confirmed in pump history file due to cold solder joint at the keypad assembly. Pump received with scratched case, pillowing keypad overlay, stained serial number label, cracked retainer, and a minor scratched lcd window.